Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2016-04019 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-04020 pertains to the second resolution clip device, manufacturer report # 3005099803-2016-04021 pertains to the third resolution clip device, manufacturer report # 3005099803-2016-04024 pertains to the fourth resolution clip device, manufacturer report # 3005099803-2016-04022 pertains to the fifth resolution clip device, and manufacturer report # 3005099803-2016-04023 pertains to the sixth resolution clip device. It was reported to boston scientific corporation that six resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, all the six clips' arms were bent upon deployment and fell inside the patient in an open state. The clips were then left to pass naturally. The procedure was completed with three resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.